Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: wear abrasion observed on the shell. Creases observed on the shell. Brown particles observed in the surface of the shell.

Event description:
The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, left side rupture. The device remains implanted.